Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing. The patient was seen at the hospital for a follow up as a result. During the follow up it was noted that the patients heart rate was elevated at 130 beats per minute and the r wave amplitudes had decreased. The field representative was able to reproduced r wave amplitude variations in the primary and secondary sensing vectors with postural movements, and also background noise in the alternate and secondary sensing vectors. Technical services (ts) discussed performing testing at high rates, but it appeared that the patient was not reaching more then 110 beat per minute. Ts performed smartpass stimulation in stored episodes, providing the best device performance with smartpass off in the primary sensing vector. It was confirmed that further testing will be performed to optimize programming for this device. Ts was waiting for further data to review the latest acquired electrocardiogram. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing. The patient was seen at the hospital for a follow up as a result. During the follow up it was noted that the patients heart rate was elevated at 130 beats per minute and the r wave amplitudes had decreased. The field representative was able to reproduce r wave amplitude variations in the primary and secondary sensing vectors with postural movements, and also background noise in the alternate and secondary sensing vectors. Technical services (ts) discussed performing testing at high rates, but it appeared that the patient was not reaching more then 110 beat per minute. Ts performed smartpass stimulation in stored episodes, providing the best device performance with smartpass off in the primary sensing vector. It was confirmed that further testing will be performed to optimize programming for this device. Ts was waiting for further data to review the latest acquired electrocardiogram. Additional information noted that the patient received another inappropropriate shock following an in hospital review. It was possible to elevate the patients rate up to 130 to 140 beats per minute in the primary sensing vector, and ts review was requested for potential stimulation with prior episodes to verify if these were able to inhibit inappropriate shock delivery. A review of the data by engineering confirmed that the secondary and alternate sensing vector was recommended. Engineering further noted that simulation with smart pass filter on led to therapy decision in the treated episode reviewed, and did not result in better performance overall. Additional information noted that further testing was performed and a new template at approximately 140 beats per minute was acquired with optimal sensing results. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing. The patient was seen at the hospital for a follow up as a result. During the follow up it was noted that the patients heart rate was elevated at 130 beats per minute and the r wave amplitudes had decreased. The field representative was able to reproduce r wave amplitude variations in the primary and secondary sensing vectors with postural movements, and also background noise in the alternate and secondary sensing vectors. Technical services (ts) discussed performing testing at high rates, but it appeared that the patient was not reaching more then 110 beat per minute. Ts performed smartpass stimulation in stored episodes, providing the best device performance with smartpass off in the primary sensing vector. It was confirmed that further testing will be performed to optimize programming for this device. Ts was waiting for further data to review the latest acquired electrocardiogram. Additional information noted that the patient received another inappropropriate shock following an in hospital review. It was possible to elevate the patients rate up to 130 to 140 beats per minute in the primary sensing vector, and ts review was requested for potential stimulation with prior episodes to verify if these were able to inhibit inappropriate shock delivery. A review of the data by engineering confirmed that the secondary and alternate sensing vector was recommended. Engineering further noted that simulation with smart pass filter on led to therapy decision in the treated episode reviewed, and did not result in better performance overall. The device remains implanted. No adverse patient effects were reported.